Event description:
It was reported that the user experienced intermittent signal loss of the dexcom g7 continuous glucose monitor (cgm) sensor, resulting in unavailable blood glucose readings, and elected to insert a new sensor and pair it, after which the system entered warm-up; no fingerstick was performed. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided. Investigation of this case revealed an interoperability issue leading to intermittent communication failure, with involvement of electrical/magnetic components and the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.